Event description:
It was reported that the spinal cord stimulation (scs) patient has died and the cause of death is unknown. The patient had recently been hospitalized due to an infection at the lead site as reported in MFR. Report 3006630150-2025-03086 however, it is unknown if the patients death is related to the implanted scs system or scs procedure. Additionally, the patient had diabetes which was a pre-existing condition however, it is also unknown if this condition contributed to the death.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7104827, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7104783, UDI: (B)(4).